Event description:
Per the clinic, the patient experienced fluid retention around the implant site (specific date not reported). Subsequently, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that the device was explanted on december 16, 2024, due to infection at implant site. Device analysis report attached.